Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented with a single incident of lead noise on both the right ventricular lead and atrial lead. The source of the noise was not determined, and there were no clinical steps taken to resolve this issue. It was noted that the patient was asymptomatic and will continue to be monitored.